Event description:
New information received stated that the patient was stable post device replacement procedure.

Manufacturer narrative:
The reported event of no communication was confirmed in the lab, however it was due to the device being below eol due to the high number of high voltage shocks. Interrogation of the device revealed the device was at the end of life when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event is due to battery voltages below eol. No device malfunction was noted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic. It was noted that the implantable cardioverter defibrillator failed to interrogate. The device was explanted and replaced.